Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil would not detach despite several attempts and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The device was returned for evaluation with the implant coil attached to the pusher assembly. The device was evaluated and the implant coil detached normally via the manual method (which is an alternate detachment method presented in the instructions for use).(B)(4).